Manufacturer narrative:
Device not returned.

Event description:
It was reported that the usb cable could not charge the pump battery. Customer changed the cable to resolve the issue. Customer's blood glucose was not impacted.